Event description:
(B)(4). Event occurred in the united states. The patient reported that when she woke up, she found that the infusion set's tubing had come out of the site portion. Furthermore, the cannula portion of the set stayed in along with the quick release, but the tubing had come off that area. This issue occurred twice while sleeping in five days and both the sets were from the same box. The site location was her thigh and the pump was hooked to her sleeping shorts. The infusion was used for one and a half day for the first set and two days for the second set. The infusions were stored in the kitchen on the counter. Reportedly, the patient was unsure of any stress or pull on the tubing as she was asleep at the time and the pump was not dropped with the set connected to the patient's body. No further information available.